Event description:
An endurant stent graft system was attempted to be implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, the physician had difficulty positioning the delivery system to the intended landing zone. A gap between the tip and the sheath was observed after the device was removed from the patient after the difficulties advancing the device and the physician elected to use another stent graft to complete the procedure. Per the physician, the cause of the positioning difficulty was related to presence of calcification in the patient anatomy and related to the device. The physician also successfully implanted the endoanchors. The procedure was completed successfully. No sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation results are: the difficult to position event could not conclusively be determined as the event occurred in-vivo and could not be replicated during device analysis. Kinks/twists observed on the graft cover likely contributed to the gap. The gap event was confirmed; as there was a 3.5mm gap between the edge of the graft cover and tapered tip. The gap was able to be closed within 1mm of the tapered tip when the thumbwheel was returned to the home position. Not able to fully recombine the graft cover with the tip was attributed to the kinking/twisting along the graft cover. The root cause of the events could not be conclusively determined during device analysis however, the patient¿s anatomy likely contributed.